Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer shut down the station, removed debris near the sensor, secured the connections, and rebooted the station. The hardware testing application successfully opened and closed the drawer. The system functioned as intended after the field service engineer repaired the device.